Manufacturer narrative:
Initial report sent to FDA on 09/02/2009.

Event description:
Procedure: sleeve gastrectomy. According to the reporter: the staples were not closed correctly on the tissue. Some staples around the location did not fire. The surgeon used two more dlus to close the cut tissue which was not closed by staples. So, they missed some parts of stomach and the sleeve was narrowed. The stomach opened in the cavity, so they cleaned the abdomen and the risk of infection was increased. Surgery was delayed by 40 minutes.